Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon was stapling stomach tissue and the staple line was bleeding significantly. As a resolution, the surgeon over sewed the staple line with a 08 suture. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted sleeve gastrectomy surgical procedure on a (B)(4) patient, there was a little bit of slow bleed at the staple line that was described as being less than 2 cc of blood, if that after the surgeon tried to staple the stomach tissue with a sureform stapler instrument with a blue reload. The surgeon said that all reloads, including all blue reloads, fired correctly with exception of one of the blue reloads. The surgeon said that the staples were formed but hemostasis was not achieved with one of the blue reloads. There was no excessive bleeding, and no blood transfusion was required. No backup instrument was used as no additional stapler firings were required during the procedure. The surgeon over sewed the staple line with one suture to resolve the issue. The procedure completed robotically with no report of patient injury. There have been no reported post-operative complications and the patient was reported as doing fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 reload (part #48360b-08) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed. The returned reload appeared to be used and fully fired. The reload was found to have a lodged malformed staple stuck in the knife track at the distal tip of the reload. The staple was removed successfully. A review of the logs was not conducted as the logs were not available. Additional observation(s): the reload was disassembled in-house for inspection and the reload was found to have knife damage and cartridge damage. The root cause was attributed to the user. System error log review was conducted for a procedure on (B)(6) 2021 on system sk1581. While there was a logged entry for a sureform 60 stapler instrument engagement failure on universal surgical manipulator (usm); usm1, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler part #480460-09 // ln: l93201123-0282 // sn: 2011230282 and sureform blue reloads part #48360b were identified as used during this procedure. While not all other reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found that stapler instrument part #480460-09 // ln: l93201123-0282 fired 7 reloads (1 green followed by 6 blue). All firings were completed per the logs with no pauses for compression during firing. There were no incomplete clamps in the procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon stapled stomach tissue with a blue sureform 60 reload and observed significant bleeding from the staple line. As a result, the surgeon oversewed the staple line in order to control the bleeding. The cause of the intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.